Event description:
The customer reported that there was a hole in the tubing and a wet area was found under the lines in the "hemonc" department.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a hole in the tubing in the "hemonc" department. There was no report of patient harm.

Manufacturer narrative:
Concomitant products: non-bd ext set, therapy date (B)(6) 2016. The customer¿s report of set leaked due to a hole in tubing was confirmed. Visual inspection of the set noted that the vinyl tubing had a small slice tear below the distal smartsite port. The slice cut was measured to be 0.074 inches long. Functional and pressure testing confirmed leaking form the slice cut in the vinyl tubing. No other anomalies were observed on the set. The root cause of the reported leak was identified as being caused by damage on the vinyl tubing.